Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: two events were reported for this quarter. Product return status: two devices were received for evaluation. Evaluation status: two events were confirmed during testing. Two devices were found to be affected by corrosion. Product disposition: these devices are not repairable and were not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had a broken cutting accessory still attached. Two events had no patient involvement; no patient impact.